Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs100 intra-aortic balloon pump (iabp) sometimes charges the battery and sometimes does not. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, check the battery condition. The electrical connections between the machine and the battery base are in good condition. Check inside the machine. Found that the socket fuse battery 30 a when locked, the cover, the fuse is loose and not tight, causing some battery mode to be used and some not. Inform the hospital technician. The hospital technician will proceed by himself. The hospital's medical equipment technician has replaced the hospital's spare fuse cylinder.

Event description:
N/a.